Manufacturer narrative:
H10: of the three reported malfunction, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80440. H10: three lot numbers were provided and lot history reviews were performed. Of the 3 devices, the product catalog number of 1 device was updated to md800f. The devices were not returned for evaluation; however, medical records were provided for all three malfunction and one malfunction included images. For one malfunction, the investigation is confirmed for patient device interation issue and tilt. For one malfunction, the investigation is confirmed for patient device interaction issue; however investigation is unconfirmed for tilt. For remaining one malfunction, the investigation is inconclusive for tilt and patient device interaction issue. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly tilted and perforated. This information was received from various sources. This malfunction involved all three patients with no consequences. Two patients ages were reported ranging from 54 to 60 years. Three patients were reported as male. All other patient details were not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly tilted and perforated. This information was received from various sources. This malfunction involved all 4 patients with no consequences. One patient was a 60 year old male, weight not provided. There was no information provided for the remaining three patients.

Manufacturer narrative:
H10: three lot numbers were provided and lot history reviews were performed. One lot number was unknown. The devices were not returned for evaluation; however one malfunction provided medical records and images. One investigation is confirmed for patient device interation issue and inconclusive for tilt. The three remaining investigations are inconclusive for both tilt and patient device interaction issue. One malfunction was reassessed and trending device code (2616 - malposition of device) was removed. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly tilted and perforated. This information was received from various sources. This malfunction involved all 4 patients with no consequences. Two male patients age ranging from 54 to 60 years. There was no other information provided for all the patients.

Manufacturer narrative:
H10: three lot numbers were provided and lot history reviews were performed. Of the 4 devices, the product catalog number of 2 devices were updated to md800f and unk meridian. The devices were not returned for evaluation; however two malfunctions provided with medical records and one malfunction provided with images. One investigation is confirmed for patient device interation issue and tilt. Another investigation is confirmed for patient device interaction issue; however investigation is unconfirmed for tilt. The two remaining investigations are inconclusive for both tilt and patient device interaction issue. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly tilted and perforated. This information was received from various sources. This malfunction involved all 4 patients with no consequences. Two patients ages were reported ranging from 54 to 60 years. Three patients were reported as male. All other patient details were not provided.

Manufacturer narrative:
H10: three lot numbers were provided and lot history reviews were performed. Of the 4 devices, the product catalog number of 2 devices were updated to md800f and unk meridian. The devices were not returned for evaluation; however three malfunctions provided with medical records and one malfunction provided with images. One investigation is confirmed for patient device interation issue and tilt. Another investigation is confirmed for patient device interaction issue; however investigation is unconfirmed for tilt. The two remaining investigations are inconclusive for both tilt and patient device interaction issue. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The devices were not returned for evaluation. The investigation is inconclusive for the alleged filter tilt and perforation of the ivc, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly tilted and perforated. The current status of the patients is unknown. This information was received from various sources. Patients age, weight, and genders were not provided.